Manufacturer narrative:
(B)(4). Articulation gear teeth. The analysis showed that the atb45 device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality with test reloads on the three articulated positions; on the right side it fired, cut and formed the staples as intended. However, on the left and center side the device malformed some of the staples. Additionally the device was introduced on a 12mm diameter cannula gage to assess the compatibility and worked as intended. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth and the articulation rack were found damaged. While no conclusion could be reached on what caused the damage on the articulation mechanism, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. Event could not be confirmed as no trocar was received for analysis. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was difficult to remove from the trocar after use. It was noticed that the articulation joint would not straighten completely another device was not necessary to complete the procedure. There was no adverse consequence to the patient.